Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Report 3 of 3. It was reported that during a therapeutic bipolar resection of the uterus there was insufficient conductivity, e006 while using the working element and electrosurgical generator. The surgeon performed the resection with the generator and then noticed during use that the conductivity of the bipolar current was not working. The generator and the resectoscope were replaced. However, during the exchange, the patient bled from the resection wound due to the resection that had already begun. The procedure had started and when the bipolar current was activated, there was no response. After checking all connections on the generator and working element, another attempt at bipolar resection was made. Again, no response. After replacing the device and connecting the cable to the new device, the procedure was continued, but again there was no response when the bipolar current was activated. The customer replaced the resectoscope and all cables and wanted to continue the procedure. However, even with the new resectoscope, no bipolar current was transmitted when activated. Throughout this time, the patient was bleeding from the uterus because the procedure had already begun. There was a 90 minute delay. The patient became hemodynamically unstable due to the delay and malfunction of the devices, as the bleeding could not be adequately stopped until another device and instruments were used. The patient suffered significant blood loss and was cared for in the intensive care unit after the operation, where she had to be stabilized with blood transfusions.